Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: sample issue. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0 error message. The e-0 message appears as soon as the test strip is introduced to the blood sample. Wife is calling on behalf of the customer. During the call on (B)(6) 2017, the customer reported feeling dizzy; when asked if customer needed medical assistance, wife stated "no." Customer was advised to contact physician about the dizziness. Wife had stated that they had been at the hospital all day for an appointment customer had with an insurance person. Wife stated customer is anemic. Customer was using alcohol to clean hands before testing. The customer's expected fasting blood glucose test result range was undisclosed. Blood test performed during call (B)(6) 2017 produced test results of e-0 (three times). The product storage was undisclosed. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history.